Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to foreign matter questionnaire. The customer completed the foreign matter related survey. The customer confirmed the device was cleaned, disinfected and sterilized prior to sending to olympus. The customer did not know what the foreign object was. There was no delay to the start of precleaning. The nozzle was flushed with water and air. Abnormalities were observed with reprocessing, therefore the customer soaked the endoscope in cleaning solution. The nozzle was wiped/brushed with clean lint-free cloths, a brush or sponge. The nozzle was flushed with detergent solution. The customer had no concerns regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter could not be identified. A definitive root cause could not be established, however, the event is likely the result of insufficient reprocessing. The event can be detected and prevented by following the instructions for use: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. [Inspection of entire endoscope]. 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. When using the spray button. (A) inspection of water supply. 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection. 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, foreign object inside scope nozzle, curved rubber adhesive missing, play of the angle knob out of the normal state due to elongation of the angle wire, scratches found on the operation part, check for backlash in the operation part, scratches found on the tip cover, scratches are found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, corrosion of the electrical connector contacts, scratches found on the scope connector, scope connector corroded, scratches on the scope connector cover, scratches on the right/left angle fixing knob, peeling of the paint recognized on the air/water supply cylinder, and scope connector label peeling off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope having insufficient bending angle. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.